Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt expired while at home. The account suspects that the system controller may have contributed to the pt's death and have returned to the manufacturer for analysis.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The analysis revealed that the device functioned as intended. The review of the log file contained approx 2 days and 7 hours of events, during which time there were "power cable disconnect" and two "low speed advisory" alarms recorded associated with pi events. The last five entries recorded in the log file suggest that the power source was exchanged and the system controller was operating approx 20 mins while connected to batteries before complete power to the system controller was removed. The system controller was connected to the equipment in the manufacturer's lab and the system began running with no alarms active. The power leads were maneuvered with no effect. The power leads were then independently disconnected and the system functioned as intended when supported solely be either power lead. The system controller was found to function as intended throughout the analysis. No further info is available. The manufacturer is closing its file on this event.